Event description:
It was reported that the surgeon observed scratches on the aa4204vl silicone plate lens prior to surgery, and the lens was not used. No patient contact.

Manufacturer narrative:
Evaluation results - a work order search was performed and there were no similar complaints found.